Event description:
It was reported that the customer experienced difficulty turning on the pump despite multiple attempts. There was no reported impact to the customer¿s blood glucose level. The pump was not returned for evaluation, and no further information on corrective actions or customer outcomes was available.